Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
On (B)(6) 2021 (B)(6) reporting a false positive sars cov (eua) on a patient sample. Aries run 1: positive (sample ID (B)(6)) barcode (B)(4). Aries run 2: positive (sample ID (B)(6)) barcode (B)(4). Aries run 3: positive (sample ID (B)(6)) barcode (B)(4). Customer reporting that one patient went negative to positive and one went positive to negative. Customer reporting both patients went negative on cepheid analyzer. Customer reporting that they retested all the samples on the aries (B)(6) 2021 and they were negative.